Event description:
It was reported that during an in-clinic check, episodes of automatic mode switch (ams) due to far r-wave oversensing were noted on the implantable cardioverter defibrillator (ICD). Programming changes were discussed but not made at this time. No patient symptoms were reported.